Event description:
It was reported that this patient was experiencing events of passing out twice per month for the past two months. There is no warning: the patient wakes up on the floor. The relation of the patient's syncope to vns is unknown at this time. The patient has been referred to the primary care physician to rule out a cardiac cause of the lack of consciousness. The patient underwent prophylactic generator replacement on (B)(6) 2012, as captured in MFR report # 1644487-2012-01029. Attempts to obtain any additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient's explanted devices could not be returned for product analysis without patient consent. The patient's replacement surgery was reported in MFR. Report # 1644487-2012-01029.

Manufacturer narrative:
.

Event description:
A fax was received from the patient's physician on (B)(6) 2012, with the following information. The patient began to experience syncope in (B)(6) 2012. No causal or contributory programming or medication change preceded the onset of the syncope. The patient was sent for follow up with her pmd as an intervention for the syncope. The patient does not have a pre-vns medical history of syncope. The relation of the patient's syncope to vns is unknown.

Event description:
Additional information was received on (B)(6), 2012 from the surgeon's office reporting that the patient only underwent generator replacement. The lead was reported to be in excellent condition and did not need to be replaced. The patient's replacement surgery was reported in MFR. Report # 1644487-2012-01029.